Manufacturer narrative:
The pump passed displacement test, self-test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Pump error 25 due to j6 connector resistance issue. Pump error confirmed. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed.

Event description:
The customer¿s parent reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. Customer states that he received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also states that the battery cap was not loose, cracked or damaged. Troubleshooting steps were provided for power error detected alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.